Event description:
It was reported that during follow-up, decreased sensing and high pacing threshold were observed. Lead dislodgement was observed via x-ray. The lead was explanted and replaced when attempted repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.